Manufacturer narrative:
The razorcut blade,4.5 disp,ep-1 device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade; no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident could not be determined. (B)(4).

Event description:
During a shoulder procedure it was reported that small flakes of metal became visible to the surgeon after use of the shaver. It was indicated that pieces were taken out as best as possible. A five minute delay and no patient injury were reported.